Event description:
Angiograph results showed 80% stenosis in the proximal of lad, 80%-90% stenosis in the middle of lad, 90% stenosis in the distal of lad, 80-90% stenosis in the second diagonal branch, 90% stenosis in the middle of lcx, 80% stenosis in the distal of the second obtuse marginal, 80% stenosis in the proximal of the second obtuse marginal, 90% stenosis in the proximal of the first obtuse marginal. During the surgery, the physician implanted 2 stents in the lad , following this, the physician attempted to implant the a 2.50mm diameter x 30mm length endeavor resolute (rx) drug eluting stent in the diagonal branch, but the device failed to cross the lesion. No patient injury occurred and no clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 13th proximal stent segment was raised and deformed. The distal tip was flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - lesion morphology (80-90% stenosis). Inherent risk of procedure (stent deformed). Deformation issue. Conclusion results: device failure related to patient condition (80-90% stenosis). Inherent risk of procedure (stent deformed). (B)(4).